Event description:
The service report shows the customer alleged that the 840 ventilator stopped cycling while in use on a patient. The customer reported that there was no patient harm or injury. The nellcor puritan bennett customer support engineer (cse) ran the device for 24 hours and could not duplicate the reported problem. He did verify an error code in memory that supports the customer's claim. The unit passed extended self testing. No parts were replaced.